Event description:
It was reported after a pump replacement, that the patients pump eroded through his skin. It was indicated that the pump was healing "fine" after replacement, but then the catheter "popped out of his skin". It was stated that the synchromed (sm) ii-20ml does not fit the anatomy of the patient's body and the newer pump size was larger (diameter) than the "old" synchromed el pumps previously used. It was stated that the pump was too large for his body. The patients previous sm ii was implanted on his left side and there was an attempt to move it to the right side and he had to be cut in 3 places, but this did not resolve the situation. It was stated that the "tubing actually wore through and broke the skin" and it was believed that the pump may not have been installed properly. As a result of the event, the pump was explanted. The outcome of the patient was not provided. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient's body rejected the first synch ii pump due to the size of pump pocket. The pump pocket was synchromed el pumps. Then, the physician created a new pocket on the other side of his body to put a new synch ii. The patient stated the tubing was popping out of the incision and so they took out the second pump. The patient was thinking to get another new pump implants. The patient outcome was unknown.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID (B)(4), lot# l68734, serial#, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type: catheter. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).